Manufacturer narrative:
This report is submitted on april 05, 2023.

Manufacturer narrative:
This report is submitted on march 02, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, under general anaesthesia due to tip fold-over. The patient was reimplanted with another cochlear device during the same surgery.